Event description:
On 7/2/97 an ipp device was implanted. On 8/14/97 the pt stated "that when he squeezes pump, he feels some resistance for a few squeezes, as if fluid is being transferred correctly, but then after those few squeezes, the pump still functions, but it's as if there's no more fluid to move...pt also said that the cylinders do not become inflated enough for an erection."